Event description:
(B)(4) on (B)(6) 2008 I received essure. I had never had problems until it was placed. It was installed at my obgyn paid for be (B)(6). The problems are every month since (B)(6) 2008. The issues with essure for me are as follows: uncontrollable bleeding, clotting not just at the time of the month but in-between as well which has made me anemic. Sharp pains in my sides, pelvic area, and back. Nausea as if I were pregnant. Cramping I have never experienced before I received essure!